Manufacturer narrative:
E1: initial reporter phone no. (B)(6). The device was received for evaluation. During evaluation, the device alarmed system error 322 (link switch error (low)). The cause was identified to be a failed lower latch switch and the lower auxiliary requires replacement to address this issue. A service history review revealed no indication that the parts replaced during servicing caused or contributed to the reported event. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
During evaluation of a returned spectrum pump, the device alarmed system error 322 (link switch error (low)). No additional information is available.

Manufacturer narrative:
Additional information: h6, h11. H11: a review of the event history log revealed system error 322 messages. Should additional relevant information become available, a supplemental report will be submitted.